Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt was at post-op today and the doctor noted the back was red to the touch and was possibly infected. The caller states they will be keeping an eye on this and will recheck the pt's back in a week. At this time there is no confirmed infection, only speculation based on redness on pt's back. Pt was administered keflex (medication).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). When asked for clarification on the patients back being red they stated that they were not present to see the patients back but were told that it looked a little red and was going to prescribe an antibiotic. When asked about the actions taken to resolve the issue they stated that they were prescribed an antibiotic and was to follow-up in a week, but they canceled their appointment due to feeling better.